Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported by a consumer that while using a bd insulin syringe with the bd ultra-fine¿ needle 1ml 31gx5/16" he reported high glucose levels. Consumer reported he was hospitalized and is under a doctor¿s care.